Event description:
It was reported that a continu-flo solution set had air bubbles appear in the tubing. Reportedly, the line was completely flushed during priming. There was patient involvement, however there was no report of adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional narrative:as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.